Event description:
It was reported that the patient experienced mechanical issues with a hydroflex inflatable penile prosthesis (ipp). During the procedure fluid loss was noted. The existing hydroflex was removed and a tactra penile prosthesis was implanted. It was stated that the previous implant history was unknown and the device would not be returned. The patient did not experience any complications. No more information available at the moment. Should additional information become available, it will be provided.